Event description:
It was reported that during a second defibrillation, an electrical arc occurred on the interface cable to the defibrillation surface of the patient pads. The pads were replaced and subsequently, the device administered defib therapy. The patient died.

Manufacturer narrative:
The device has not been received, but anticipated. Upon receipt and completion of the investigation, a supplemental will be submitted. Patient information other than weight are not available at this time, but attempts to recover additional information are being accomplished.